Event description:
The customer reports receiving a reading of 127 mg/dl on their adc meter. She then reports becoming confused and disoriented. The customer was treated by paramedics at home for a reported reading of 27 mg/dl with IV glucose, which resolved the situation.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.